Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. Additional information received indicates that the lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. Additional information received indicates that the lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed approx.95 mm from the terminal end. Only the proximal segment was returned. Induced damage during explant. Coils and insulation cut with tool. Normal lead resistance measurements, and inspection which showed no conductor issues on the portion of lead returned. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.